Manufacturer narrative:
Failure analysis team confirmed initial investigation findings. The instrument was inspected and was found to have thermal damage at the monopolar yaw pulley. The distal clevis ear and conductor cap were removed, and the conductor wire was found to be broken from the entrance at the yaw pulley. There was thermal damage present on the yaw pulley and at the entrance where the conductor wire would have been connected to the yaw pulley. Given that the instrument was used seven times prior to return, it is likely that this issue was not a manufacturing related failure. The hook was fully seated and was not twisted; thus, it is likely that the issue was not due to the user. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have massive thermal damage at the bottom of the monopolar yaw pulley with material is burnt off from the charring. Material does not appear to have burnt off from the charring that occurred near the tip. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that the permanent cautery hook instrument did not have cautery function. No known impact or patient consequence was reported.